Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned their adaptive stimulation does not automatically adjust when moving into the upright positions a couple of times in the past three weeks; pt got adaptive stimulation activated 3 weeks ago. Pt said they had read the adaptive stimulation portion of the pt manual and had been trying to make sure the upright position setting would automatically adjust when moving into the upright position. Pt mentioned that intensity settings sometimes switch to "0" unexpectedly when pt checks the position. Pt mentioned they thought they may have solved the issue themselves after reading the manual and following the instructions because the upright position settings have been working right for a few days now. Pt also mentioned wanting to program adaptive stimulation for mobile. Pt had walked in the mall a couple of times over the past two days and had increased therapy to an intensity of 8; pt wants to increase intensity when walking. The patient was redirected to their healthcare provider to further address the issue. On 2021-09-17, additional information was received. It was reported the patient's setting would be stuck on the wrong position frequently and reprogrammed itself but that was the first time everything turned down to zero. The screen showed reclining and when they changed program settings all other settings changed. It was noted the issue was getting worse. They were having more and more pain, they went to check their settings and all were zero and that was why they were in pain. The patient met with their manufacturer representative 3-4 times and a month ago for programming. They had an appointment on (B)(6) 2021. They were not receiving pain relief because of the setting. They had turned their intensity to high for their left side and back was fine, but when they turned on the right side all of a sudden they would receive shooting electrocute pain on their right knee. They went to change the level for the lying on the right but it would state reclining. Troubleshooting was unable to be performed as patient services (ps) reviewed adaptive stim function and patient could turn off adaptive stim if necessary. The patient was redirected to their healthcare provider to further address the issue.